Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year old patient (gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. The device was recertified and returned to the customer. The device was also reported for continuous beeping. The investigation found that the internal coin battery was below the acceptable voltage and caused the beeping. It is important to note that the internal coin battery is used maintain the device realtime clock while in an off state. Once the unit is on, the coin battery signal is no longer used in the power circuit. Therefore, the low coin battery voltage could not cause a unit shutdown after power on. The batteries used were not returned as part of this investigation. No trend is associated with reports of this type.